Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Insulation abrasions were found under the rv shock coil at 3.5cm - 3.6cm and 3.8cm - 3.9cm from electrode tip. The re cables were visible but etfe coating was normal.

Event description:
It was reported that noise was observed on the rv lead. Noise was reproducible and the patient received an inappropriate shock. The lead was explanted and replaced.